Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the subject device exhibited the following issues: foreign material in the air-water channel and biopsy channel at the distal end of the insertion part; a foreign body in the suction cylinder of the control unit; foreign bodies in the air-water cylinder and air-water tube; and a burned c-cover (plastic distal end cover/probe cover) at the distal end of the insertion part. There was no patient involvement.